Event description:
It was reported that this pacemaker system exhibited suspected loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) was consulted and upon review possible fusion beats and back up pacing was noted. Ts advised on further in office review to confirm proper capture. No adverse patient effects were reported. This system remains in service.